Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer delivered a correction bolus to address bg. Reportedly, customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.